Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the plate functionality test failed. The fse evaluated the device on site. It was determined that this was not a malfunction, but a self-test failure caused by user error. The plate connector was not cleaned properly causing the test failure. Once cleaned, the test passed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error, failing to properly clean the connector plates. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The plate connector was cleaned to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.